Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined. Additionally, a direct correlation between heartmate 3 lvas and the reported renal failure could not conclusively be established through this investigation. It was reported that the infections resolved on (B)(6)2020 and the renal failure resolved on (B)(6) 2020. The patient was treated with antibiotics, substitution of fluids and diuretics. No further issues related to the reported events were reported. There was no product returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02/05/2016. The hm3 lvas IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection that was treated with antibiotics. It was reported that the patient had diarrhea along with infection with norovirus. The patient had no other symptoms besides a temperature of 37° celsius and continuous colonization by proteus mirabilis.